Manufacturer narrative:
This report was assessed and determined to be a MDR report based on our MDR reporting criteria. The information provided with the initial report on (B)(4) 2010 and also in the follow up, on (B)(4) 2010, suggests that the issue encountered may be related to the user. This report will be investigated so as to establish the actual cause. An examination of the device(s) has not been carried out as the used item is to be sterilized before handling by the investigator.

Event description:
Based on the report information, as reported to neomedical on (B)(6) 2010, the customer / user stated that after insertion of a new catheter, it was flushed with a 5 ml syringe and a leak was noted at the junction between the proximal end of the catheter and its attachment. (B)(4).